Manufacturer narrative:
Article citation including web address/literature reference (doi): http://dx.doi.org/10.2106/jbjs.cc.25.005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿amniotic band syndrome presenting with pseudoarthrosis of the tibia¿. The following medtronic devices were used: medtronic bone morphogenic protein (bmp2). Among patient adverse events/device performance issues included: infuse was used off-label use in patient presented with pseudoarthrosis at tibia, the deformity was corrected using the cross-union technique, radiographs taken 2 years postoperatively demonstrated complete union of the tibia and fibula and no refracture. No further information was provided pertaining to medtronic products.